Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus manager (on the customer's behalf): b5/event description: the issue occurred during reprocessing and there was no procedural or patient impact.

Event description:
The issue occurred during reprocessing and there was no procedural or patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b5/event description: the issue occurred during reprocessing and there was no procedural or patient impact.

Event description:
The issue occurred during reprocessing and there was no procedural or patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the 3-digit lot number provided, the manufacturing date of the device was in the month of july 2012 but a specific date could not be identified. The device history record was unable to be reviewed for this device because only the 3-digit lot number was provided, and the manufacturing date was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. A final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. It was found that both metal clips and lock levers were missing and detached on both sides from the blue plastic connectors. Additional observations included scratches outside of the tubes, scratches on the metal connectors, knicks/scratches on the blue plastic connectors and evidence of white spots inside the tubes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connecting tube broke at the gray tab. There was no patient harm associated with the event.